Event description:
Spark - there was a short circuit in the power cable at the strain relief where it attaches to the heating pad, causing a spark to flash out of the cable. User reports burn to sheet and shock to arm.

Manufacturer narrative:
Evaluation summary: heating pad was inspected by factory technician upon receipt. Power cord was damaged at the strain relief where it attaches to the heating pad, causing a spark to flash out of the cable. Damage is attributed to cable fatigue from repeated mishandling/pulling/wrapping/bending at the strain relief, contrary to manufacturer's instructions. MFR provides attached written instruction sheet with every new pad. The instructions caution against mishandling that may cause possible of fire, shock, or burn.